Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Issue resolved on phone.

Event description:
A medtronic representative reported that the imaging system was stuck initializing upon boot up. Rebooting the system fixed the issue. No patient was present during the time of the reported incident.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.